Manufacturer narrative:
During failure analysis, the reported event of the device running in safe mode was confirmed. The device had a loose lever assembly due to loctite failure. A loose lever assembly can prevent the safety switch from being engaged, causing the device to have run on.

Event description:
It was reported that the maestro drill with handswitch ran in safe mode during service evaluation at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the maestro drill with handswitch ran in safe mode during service evaluation at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.